Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room with bradycardia. Upon interrogation there was no capture on the right ventricular lead at maximum voltage. No lead fracture was noted in fluoroscopy. The lead was capped and replaced on (B)(6) 2019. The system was upgraded on the same procedure. The patient was doing excellent post procedure.